Manufacturer narrative:
Select patient information and initial reporter information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the post-procedure ultrasound check following implantation of the transcatheter aortic valve evfxplus-23, an average gradient of 24 mmhg was found. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the post-procedure ultrasound check following implantation of the transcatheter aortic valve evfxplus-23, an average gradient of 24 mmhg was found. No patient complications have been reported as a result of this event. Additional information was received to report the mean gradient prior to the valve implant was 49mm hg and after the valve was implanted, the mean gradient was reduced to 0mm hg. The valve was implanted at a depth of 3mm on the non-coronary cusp and 5mm on the left coronary cusp. The patient's anatomy included ventricular hypertrophy and with echocardiogram it was identified as an intraventricular gradient.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.